Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported event and the identified malfunction are inferred to have occurred through the following mechanism: seal and cut mode was activated when the grasping section was closed without grasping tissue (this includes after tissue resection). This resulted in wear and peeling off on the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat device was discovered to have a peeling tissue pad. There was no patient involvement.